Event description:
It was reported that a patient underwent a lap hysterectomy on (B)(6) 2013. The thread came off the needle before it was used on the patient. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): representative samples from the same lot number as the actual device were returned for evaluation. After inspecting the needles it was found that the needle was cracked at the attachment end.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found a cracked barrel of the needle.